Manufacturer narrative:
Additional information: additional information indicated that the photo provided was evaluated and it shows an implanted lens, and something can be observed on the lens surface. However, through the photo it is not possible to determine if the condition observed is related to a scratch, to inclusion or to another condition. Since there is no sample (e.g., the lens or the device) returned for further evaluation, the complaint reported cannot be confirmed by manufacturing site as related or originated during the manufacturing process. Therefore, the reported issues could not be verified, and product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor implanted an intraocular lens and after implanting the lens, he noticed a divot in the anterior surface of the lens. Once the doctor identified the divot, he used both his irrigation/aspiration (I/a) tip and 2nd instrument to see if he could remove the mark. The doctor was unable to remove it as he felt it was inside the anterior portion of the optic. The doctor was to see the patient on the next day for evaluation. Reportedly, the lens remains implanted. No further information was provided.